Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient expressed dissatisfaction with an intraocular lens that had been implanted in their left eye. The patient reported experiencing poor near vision and difficulty seeing compared to their pre-surgery vision. The patient initially complained of experiencing halos and night glare, which significantly interfered with their daily activities. The lens was explanted and replaced with a dib00 lens. The patient's post-operative uncorrected and best corrected visual acuity was 20/25, and no other injuries or medical interventions were necessary. No additional information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 4/18/2023 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was received cut in pieces with no further cosmetic defects before and after cleaning. No defects that could contribute to visual issues were observed. Based on the returned condition of the lens no further evaluation could be performed. Conclusion: the complaint issues were not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.